Manufacturer narrative:
Product complaint # (B)(4). A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified. Additional information was requested and the following was obtained: did the glass penetrate the user¿s skin? - no. What was done to treat the shard penetration? - nothing. Was medical or surgical intervention required? - no. Was there any special diagnostic test performed? - no. What is the status of the surgeon injury today? - no injury. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown ultrasound procedure on (B)(6) 2019 and topical skin adhesive was used. The adhesive tube had a shard attached to the tube. The physician was applying it and the physician's glove was cut. Case completed with another device of the same product code. There were no patient consequences reported. No device will be returned.